Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. Review of the controller log files revealed intermittent suction events logged within the analyzed period. 108 suction alarms were logged since (B)(6) 2020. 105 low flow alarms were logged since (B)(6) 2020. As a result, the reported low flow and suction events were confirmed. Information received from the site indicated that, in addition the low flow and suction events, the patient tripped on a nail that was caught on the patient¿s slipper and broke their hip. The patient was hospitalized and had a hip replacement surgery three days later. The low flow and suction alarms were due to positional changes specifically when the patient rests on their left side. It was noted that the patient did not have any stroke or neurological event before, during, or post-hip replacement surgery. The patient was bridged with heparin during the surgery. It was also reported that the patient was dehydrated prior to the surgery due to nothing by mouth (npo). Post-surgery, the patient may have lost blood. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow and suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and poor vad filling. Per the instructions for use, bleeding is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient tripped on a nail that was caught on the patient¿s slipper and broke their hip. The patient was hospitalized and had a hip replacement surgery three days later. Review of logfile data showed the ventricular assist device (vad) exhibited low flow and suction alarms approximately two months prior. The low flow and suction alarms were due to positional changes specifically when the patient rests on their left side. It was noted that the patient did not have any stroke or neurological event before, during, or post-hip replacement surgery. The patient was bridged with heparin during the surgery and the low flow and suction alarms continued. It was also reported that the patient was dehydrated prior to the surgery due to nothing by mouth (npo). Post-surgery, the patient may have lost blood and as a result had more low flow and suction alarms. The vad remains in use. No further patient complications have been reported as a result of this event.